Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia universal roticulator 60-4.8 single use loading unit. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur if the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading, if the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading, or if the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user, stating: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device during a laparoscopic lower anterior resection (lar). After loading of cartridge the jaws of the cartridge was closed and the surgeon was not able to open it. The surgeon was able to squeeze the handle. The stapler was not able to fire. Another stapler was used in order to complete the case. There was no patient injury.